Manufacturer narrative:
Date of event: event date is estimated. The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent pump exchange on (B)(6) 2019, due to pump infection. The patient initially had drive line infection in september. The drive line infection was persistent and became pump pocket infection. Culture showed klebsiella variicola. The patient continued to have infection and was on antibiotic at time of reported event. Exchanged device will not be returned for evaluation.